Event description:
Unknown - reported 1/2004; expired rpt'd 03/2004. The balloon pump alarmed "gas loss" and blood was seen in the tubing. The pt died shortly after the iabp was turned off. The pt was on multiple IV inotropes and has very poor lv function. In 3/2004, datascope received the following info: the intra aortic balloon pump alarmed that there was a "gas leak". The nurse caring for the pt tried to do an auto refill but this was not possible. The iabp would not recommence. The ICU consultant was notified. A "gas leak" secondary to a balloon rupture was suspected so balloon pumping was ceased. The pt's condition deteriorated rapidly as their condition was very precarious and highly dependant on the iabp. Resuscitative measures were implemented but not successful. The pt died soon after balloon pumping was ceased. When the iabp catheter was removed from the pt an air leak was detected by inflating the balloon manually with a syringe or air whilst holding the balloon under water.